Manufacturer narrative:
Unit received with intermittent button due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display after the up button was pressed. Blood glucose level at the time of the incident was not provided. Customer stated that device may have been exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.